Event description:
The threaded tip of the inner rod driver broke, leaving a portion fixed inside the threaded proximal hole of the fracture stem. The surgeon was able to seat the implant using an alternative method. There was no adverse consequence to the pt due to this event.